Event description:
It was reported that the lead was electively explanted. During the explant procedure, externalized conductors were observed. No electrical anomalies were noted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 33.8-34.6cm and 35.6-36.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.